Event description:
The manufacturer received information alleging an everflo oxygen concentrator was alarming and emitting a white film. The patient's blood oxygen level decreased and was admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging an everflo oxygen concentrator was alarming and emitting a white film. The patient's blood oxygen level decreased and was admitted to the hospital. The reported event of device was alarming, patient had to go to the hospital since she needed oxygen (oxygen level was at 86% and she was admitted to the hospital), and there was a white film on the unit was reviewed by the pms clinical expert. This event is not assessable due to insufficient information related to which alarm was sounding.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an everflo oxygen concentrator was alarming and emitting a white film. The patient's blood oxygen level decreased and was admitted to the hospital. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow-up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. The reported event of device was alarming, patient had to go to the hospital since she needed oxygen (oxygen level was at 86% and she was admitted to the hospital), and there was a white film on the unit was reviewed by the pms clinical expert. This event is not assessable due to insufficient information related to which alarm was sounding.